Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. Based on the serial # of the contour next ez meter provided by the customer, the device manufacture date could not be determined.

Event description:
The customer reported that his blood glucose reading was 90 mg/dl to 100 mg/dl higher compared to the consecutive reading obtained on the contour next ez meter. No specific readings were provided. There was no allegation of an adverse event. The device is not expected to be returned for evaluation. Since the strip information was not provided, this report will be submitted under the meter information.